Manufacturer narrative:
The front section of a phaco tip sample was returned for evaluation for the report of breaking in the eye. A visual inspection of the phaco tip was performed and deemed nonconforming. The phaco tip is broken just a small distance back from the bevel. The break is slightly jagged. The wall thickness at the break area is good. The bevel is heavily worn around the complete diameter. Numerous nicks are present on the left and bottom side of the diameter just behind the bevel. The complaint evaluation does confirm the phaco tip is broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. The heavy wear on the bevel may indicate the tip had been reused. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint is not known; the sample has not been returned for investigation. No actions have been taken at this time. (B)(4).

Event description:
A healthcare professional reported that a fragment of the tip broke in the eye during a procedure. The product was replaced and procedure completed with no patient harm. The sample is not available.